Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was expected but not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, who was not in the case at the time, during a meniscal root repair the doctor was using the knee scorpion with the 0 fiber wire. He went to pass his first stitch around posterior horn of the root and when he went to pass the o-fiber wire the bottom jaw snapped off on the inferior side of the meniscus. From there, the bottom jaw fell back posterior to the tibial plateau and it was retrieved through a posterior incision with palpitations of the skin to boost it up to where the doctor's grasper was, and was retrieved via grasper. After that, the fix for the patient, they used three smith and nephew 360 fast fix and secured the root to the posterior capsule. It was felt that an additional 30 minutes was added to the procedure due to this issue.

Manufacturer narrative:
The precise cause for a broken tip insert could not be determined. The mating part (needle) used in the event was not returned. Standard function test could not be performed. Confirmed the tip insert component hardness to be within specification during device history record review. Unrelated, laser markings on the tip became rusted.